Manufacturer narrative:
The customer reported that two transmitters randomly got deleted off of their central nurse's station (cns). No patient harm or injury was reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitters were used in conjunction with the cns in question. Attempts to obtain the following information were made, but not provided: 2 transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that two transmitters randomly got deleted off of their central nurse's station (cns).

Manufacturer narrative:
Details of the complaint: customer at (B)(6) partners reported the following issue: "10/28 gzs 627 and 628 deleted off cns". This was provided to nka technical support (ts) from the hospital's department logs. No product information was provided. No further information will be provided from the hospital. Investigation result: there was a documented incident in which the cns was reported to have two gz units deleted. It is unknown if this was caused by user or by the system. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device information were not provided nor were logs retrieved for evaluation. The customer was not willing to provide further information. This was confirmed under notification (B)(4). As it is not clear what, or if, the customer was alleging, no root cause analysis or risk assessment could be performed. Additional model information: d11 & c2: the following transmitters were used in conjunction with the cns in question. Attempts to obtain the following information were made, but not provided: 2 transmittes. Model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. The following fields contain no information (ni), as the hospital will not be providing any additional information: d4 serial number. F9 approximate age of the device. No serial number was provided, so the age of the device is unknown. H4 device manufacturer date. Additional information: b4. Date of this report. F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that two transmitters randomly got deleted off of their central nurse's station (cns).